Manufacturer narrative:
The tech found the wheel on the brake caster is worn. The tech replaced the brake caster wheel to resolve the issue.

Event description:
The tech alleged that the brake caster rolls while in brake mode. No pt impact.